Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis. Patient presented to my office due to bone loss around implant #19, otherwise asymptomatic just deep pocketing, bleeding, suppuration. 70-80% bone loss noted circumferential so removed. Per indicated: surgical/medical intervention required for permanent damage: no. Was the procedure completed using another implant or another device: no, no implant was placed, bone augmentation completed for future implant. Was there a delay during the procedure: no. Additional appointment required: no. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.